Event description:
It was further reported from information obtained from follow-up that the pain described did not appear to be related to the reported event. Additionally, it was noted that the right atrial (ra) lead was programmed off prior to being explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that eleven days post cardiac resynchronization therapy defibrillator (crt-d) implant the patient presented with pain noted in their neck. Upon review of the device transmission it was noted that the right atrial (ra) lead appeared to be sensing the right ventricle (rv). Upon further review it was determined that the ra lead had dislodged. The ra lead was explanted and replaced. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.